Event description:
After stent was deployed the part of the device that is used to place the stent had broken off in to 3 pieces in the body and as noticed after removed from the body. All 3 parts were removed and found.